Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to the clinic for a device follow-up. Upon interrogation, the right ventricular (rv) lead exhibited high thresh olds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.